Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to clinic after receiving a vibratory patient notification. There were multiple episodes of non-sustained vt/vf, all due to oversensing of noise. The noise could not be reproduced with isometrics or pocket manipulation, but noise was reproducible when patient lay down on her side. Programming changes were recommended and were made. However, patient had additional episodes. The patient will be scheduled for a lead revision.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the lead was explanted and replaced. High capture and loss of capture were observed. Clavicular crush and lead fracture was also noted. Patient was fine before the procedure and was great post-procedure.